Manufacturer narrative:
Updated h6: added health effect - clinical code e0519. Removed type of investigation code b13 and b15. Add code b31. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d1102, code d16 is no longer applicable. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. This complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction has occurred where the patient's renal arteries were partially covered by the gore® excluder® conformable aaa endoprosthesis aortic extender device. The reported information indicates the deployed location of the gore® excluder® conformable aaa endoprosthesis aortic extender device partially covered the renal arteries because the physician (user) pulled the deployment line prematurely despite objection from the gore representative. The device instructions for use provide instruction to confirm the final position of the device prior to releasing the endoprosthesis, and there is caution to not cover the renal arteries. The cause of the reported partial coverage of the renal arteries may be attributed to an unintended use error in the premature device deployment as reported.

Event description:
It was reported to gore that on (B)(6) 2026, a gore® excluder® conformable aaa endoprosthesis (main body) was used in an endovascular repair. The device was deployed successfully but ended up slightly lower than the physician has hoped (for reasons not disclosed). On the final angiography, a type 1a endoleak was observed. The proximal neck was re-ballooned, which reduced the leak, but it was still enough to lead to the decision to add an aortic extender. During the advancement the gore® excluder® conformable aaa endoprosthesis (aortic extender) beyond the main body, while actively assessing device positioning and angulation control, the physician reportedly pulled the deployment line prematurely, despite the objection from the gore representative. The aortic extender device deployed partially across both renal arteries and a contrast angiography demonstrated reduced renal perfusion. Both renal arteries was successfully stented, restoring the flow while adding ca 45 minutes overall to the procedure. The type 1a endoleak has also been resolved.

Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® conformable aaa endoprosthesis (main body). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation could not be performed as the device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.